Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving patient notifier. Ventricular fibrillation episode showed possible far p sensing. Upon interrogation the right ventricular lead exhibited increased threshold, drop in sensing. Lead was found to be dislodged. The patient received inappropriate therapy. The lead was repositioned. The patient was stable.